Manufacturer narrative:
H2: correction h6: medical device problem code - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced lost of consciousness. An ambulance was called by the patient´s daughter. When a fingerstick was taken by the paramedics the cgm reading was 300 mg/dl, and the blood glucose reading was 36 mg/dl. The patient was treated with a glucagon injection and was brought to the hospital. No further treatment was reported to be needed and after 5 hours the patient was discharged. No further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.